Event description:
Related manufacturer report number 3006705815-2021-00931. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The event of system explant, due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed, that the patient underwent surgical intervention. Where in the system was explanted.